Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the er320's spit clips, two of them. The third er320 jaw came off and fell into the pt. The piece was recovered. 10/25/1998 another clip applier was used to continue with the procedure. There was no consequence to the pt.